Event description:
Customer reported a no delivery alarm that occurred during a bolus. The blood glucose reading was 256 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing with the plunger. Customer reported that insulin did exit but with greater resistance than normal. Customer did not have another reservoir available and was advised to change the reservoir when possible. Customer also reported that the motor went out. Customer declined troubleshooting for high blood glucose and treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference medwatch numbers 2032227-2014-57415 and 2032227-2014-57766.

Manufacturer narrative:
The model or serial numbers were not provided with the initial medwatch report. The information has been updated and provide with this report.